Event description:
It was reported that the patient faced infusion set adhesive issues on 30-nov-2025, since patient reported infusion set was accidentally pulled out during use.

Manufacturer narrative:
MDR (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).